Event description:
Customer reported the screen is turning black when attempting fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and disconnected serial communications from the monitor. System operates as intended.